Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Omsc concluded that error code e117 was displayed because a memory board failure was detected in the device control. An accidental failure of a component may have caused the defect because about three years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (okr). For evaluation. In the evaluation of okr the following was confirmed; the reported phenomenon was reproduced. The reported event appeared to be caused by defect of the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, an error (e117) occurred. This error means a malfunction of the camera control unit. There was no report of patient injury associated with this event.